Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the height of tubes from the same lot and the same box sometimes vary (e. G. In 4 tubes per 100). The issue was discovered while testing the barcode labeler. It seems like the hemogard closures in these taller tubes are not so tightly placed. "

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube appearing tall was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of tube appearing tall was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of tubes appearing tall. Bd was not able to identify a root cause for the indicated failure mode.